Manufacturer narrative:
Age at time of event 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening occurred. The target lesion was a 70% stenosed lesion. A 2.25mmx24mm promus element ¿ stent was deployed. However, the proximal stent was shortened and the proximal lesion was not fully covered. No patient complications were reported and the patient's status was stable.